Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she wanted to get help using the patient programmer (pp). The patient wanted to switch to program 3 but was getting a message on the pp screen. It was determined that the pp was showing a warning screen that batteries needed to be replaced. After replacing the batteries the patient was able to connect and change from program 2 at 2.4v to program 3 at 1.8v. It was confirmed that stimulation was felt. It was noted that program 3 worked fairly well in the beginning but about 2.5-3 weeks ago, about a couple of months ago, her urinary symptoms got worse. The patient was going to see her healthcare professional (hcp) next week or following week and would report to the hcp. The pp issue was resolved and the patient was going to monitor symptoms. The pp showing ¿replace pp batteries¿ occurred today, (B)(6) 2016 and symptoms got worse in (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the trial was more successful than the implant had been. She was still having some leaking since being implanted. It was noted that she was feeling stimulation. Reprogramming with her healthcare provider (hcp) was reviewed. It was also reported that she had a urinary tract infection (uti) since implant. She experienced fever and pain. She had not been feeling well in general for the past 1.5 weeks. She had pain in her lower back on the right side. It was verified that the implant was on the right side. Discoloration of her urine had occurred for the past 3 days and there was a low grade fever. It was noted that the infection had been confirmed. She was tired and weak. It was also noted that she had severe pain at the implant site and the doctor thought it was a hematoma. She was given oral antibiotics and told the patient the site was healing well. Stimulation in the wrong location was also reported. She was feeling it more towards her rectum on program 1 and 2 rather than her vaginal area. This had occurred since implant. It was noted the patient changed from program 1 to program 2 at 2.4 volts. Additional information received in response to follow-up reported that the patient had improved; she had less urinary frequency and leakage and the incisional pain was resolved. Antibiotics had been given in case she had a seroma, but pain at 2 days was relatively normal. The pain was resolved. Troubleshooting had occurred over the phone via a manufacturer representative (rep). It was also noted that the patient had recurring utis that were unrelated to the device/therapy. Previous dates of (B)(6) 2015, (B)(6) 2015, (B)(6) 2014, (B)(6) 2013 were noted. Relevant medical history included gastrointestinal/pelvic floor. No further follow-up was required.